Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Review of the logs was unable to verify any recognition failures. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected with the instrument. A review of the information associated with this event has been performed by an isi post market failure analysis engineer. The following additional information was provided: logs show that pn 480422-03, lot k11250717-0099 was installed 4x and passed homing all 4 times. The instrument was used with the e-100 generator. Logs show 54 cut complete events across the 4 installs, while e-100 log show 50 seal events with no errors. The logs show one instance of error code 25913 indicating ¿e-100 error: recoverable error: lvds communication parameter out of range or bad command¿, however, I am unable to determine if the vse usage caused this error.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument did not seal properly. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The instrument would not seal or did not seal successfully. Errors did not occur when the issue occurred. The team got a new instrument. The instrument made sounds like normal, but the customer could tell it did not seal visually. Tissue was not cut that was not full sealed.

Manufacturer narrative:
Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.